Manufacturer narrative:
The lead was not available for return. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an explant procedure, this left ventricular (lv) lead was accidentally cut by the physician. Additional information indicated that the middle of this lead was cut as the lead was adhered together with the right ventricular (rv) lead. This lead was explanted. No adverse patient effects were reported.